Manufacturer narrative:
H10: received one new list #ch2000s-c,spinning spiros® closed male luer, red cap; lot #5000438, one new list #ch2000s-c,spinning spiros® closed male luer, red cap; lot #4991020,one used list #ch2000s-c, spinning spiros® closed male luer, red cap; lot #unknown. Each of the returned samples were pressure leak tested as per performance specification and using an auxiliary test and each met leak expectations without leakage at any location along the fluid path. The complaint of leakage was unable to be replicated or confirmed in the new ch2000s-c spinning spiros samples returned. There were fluid residuals noted outside the fluid path of the used ch2000s-c spinning spiros so leakage of can be confirmed from the photo but the probable cause of the leakage could not be determined since it passed product performance and auxiliary leak testing. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified for the one used sample.

Manufacturer narrative:
The device is available for evaluation; it has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported leaking pemetrexed. The customer reported leaking 10 seconds after the infusion was started. There was patient involvement, however, no report of adverse event, and no delay in therapy.